Event description:
My freestyle libre-3 cgm (continuous glucose monitor) sensor alarmed me 3 times of a low glucose problem with readings of 53, 53, 52. A fingerstick test said that the blood glucose level was 116. The cgm reading caused me to eat extra candy to bring my sugar level up. Abbott labs (the maker of the freestyle libre-3) said that my sensor had expired 24 days ago and they could not replace the sensor. There should be a warning when the sensors are out of date or should not function. Abbott was unwilling to replace the sensors.